Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated analysis summary : flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads cracked, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), label damage (serial number worn down), and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to severely corroded pcb1 board and pcb2 board. Confirmed cosmetic damage at battery compartment. Confirmed moisture damage. However, blank display was not confirmed due to flashing mdt logo display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was exposed to moisture as the pump got wet while he went to swimming pool and the pump was not working. The customer also stated that there was a crack located at the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and it was found that the home screen did not appear on the display. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads cracked, stained keypad overlay, cracked keypad overlay, cracked case (battery tube), label damage (serial number worn down), and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to severely corroded pcb1 board and pcb2 board. Confirmed cosmetic damage at battery compartment. Confirmed moisture damage. However, blank display was not confirmed due to flashing mdt logo display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.